Event description:
The customer reported that the drive support cap had been protruded, but she has put back in. The customer's blood glucose reading was 50mg/dl. The customer mentioned also being hospitalized a month ago with high blood glucose and she had received steroids. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform occlusion test due to loose drive support disk. The insulin pump had a missing end cap sticker.